Event description:
It was reported that during preparation for a unspecified treatment procedure, there was no rotational speed read out. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were tested together using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was tested, the maximum turbine rotational speed reached was within typical operational speed. The turbine speed was set and maintained typical rotational speed. There were no issues or irregularities observed with the devices. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation for a unspecifed treatment procedure, there was no rotational speed read out. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4)